Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the stim turning off issue started before the fall; the stim issue was not a result of the fall. The patient didn't have an idea when the issues occurred, and they hadn¿t used the device in a while. When the patient did use the implantable neurostimulator (ins), the device just didn¿t work. The patient tried to call their manufacturer representative (rep) but there was no response. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the problem was resolved by a rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that when the patient goes from standing to a different body position the stim turns off by itself. The patient said that this has been happening since early august. The patient reported having several falls. The patient said the last one was the monday prior to the report. Before that, the patient had other falls about the 13th of april or so. The patient said he had already gone through the issue with a rep. The patient called back with his equipment and the programmer showed that it was upright on program a with a stim of 5.00. The patient stated that the other three positions didn't work and there was usually a c and f. The patient moved into another position and the programmer showed that the correct position and stim adjustment. The adaptive stimulation feature was reviewed and the patient was directed to follow up with his hcp if he thinks the other positions were not being recognized. No further complications were reported.